Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pace/sense portion of the lead was capped and replaced due to high capture thresholds. The defib portion remains active. Recent information received notes the patient is currently stable and unchanged.